Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set fell off during use on event on 01-may-2024.infusion set has been used for less than 2 days. Insertion area was cleaned, air-dried and free from hair. Customer replaced infusion set and resumed insulin successfully no further information available.